Event description:
The customer's spouse reported via phone call that the paramedics were called on (B)(6) 2015 due to a low blood glucose level of 38 mg/dl. The paramedics gave him glucose tablets. The customer's spouse reported that she was afraid her husband had over-infused by taking a manual injection without checking his blood glucose level before going to bed. The insulin pump alarmed no delivery. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.